Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-72: vial left open for an extended period of time, rc-70: discolored chemistry. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint of e-3 error code. Alf nurse is calling on behalf of the customer. Proper testing technique was not being used as nurse was using alcohol pads and was advised. During the call, a blood test was performed by the customer using the meter and result of e-0 error code was obtained. During the call on 16-oct-2019 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call as a result of the meter¿s readings. The product is stored according to specification in the nurse's station. The test strip lot manufacturer¿s expiration date is 10/31/2020 and open vial date is 10/16/2020.